Manufacturer narrative:
H.6. Investigation summary: customer returned (1) 1/2cc, 8mm, 31g syringe in an open poly bag with part of the shelf carton from lot # 8162537. Customer states that the thumb press and plunger cap are broken on one syringe and it appears that the end of the syringe was stuck in the seal of the bag. The returned syringe was examined and exhibited a broken thumb press and crushed plunger cap with the plunger cap caught in the seal of the poly bag. A review of the device history record was completed for batch# 8162537. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (broken thumb press, crushed plunger cap caught in seal of poly bag). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time. Possible root cause: the syringe was caught in the sealing bars of the packaging machine, crushing the cap and breaking the plunger.

Event description:
It was reported that a thumb press and a plunger cap of a bd¿ ultra-fine insulin syringes were broken.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a thumb press and a plunger cap of a bd¿ ultra-fine insulin syringes were broken.